Event description:
Reported due to a pseudoaneurysm. The physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. It is unk if fluroscopy was performed or the results. It was reported the "deployment went fine. Arterial bleeding after clip deployment." Reportedly, the device made a click not before heard. The physician held pressure for fifteen (15) mins to achieve hemostasis. It was reported the pt was ambulated two (2) hrs later and returned the next day with a pseudoaneurysm. Compression was held for an undisclosed time period. The size and location of the pseudoaneurysm was not reported. It is unk if there were any additional treatments or additional procedure time other than the manual compression hold time. Although requested, no additional info was provided.